Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) and one unknown zimmer abutment screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the collar of the implant and screw fragment inside the drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices had been placed on an unknown tooth location for approximately 7 years. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19 & instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot: (62588907) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number: (62588907) for similar events (complaint category keywords: functional: fracture: implant & screw) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided .premarket identification k013227.

Event description:
Doctor confirmed implant collar was fractured.